Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient's vns generator was not able to be interrogated with a vns programming system. A new vns computer was attached to the existing programming wand and the patient was able to be successfully interrogated at a later date. It is suspected the vns computer may be faulty. Attempts for product return are in progress.

Event description:
Analysis of the vns computer and flashcard was completed. No software anomalies were identified during the analysis. During the analysis it was identified that the computer was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications

Event description:
The vns computer and flashcard have been returned and are pending analysis.